Event description:
Cautery did not work on first one; cautery was intermittent on 2nd one. Two failed products - both had patient contact but no patient harm. ====================== manufacturer response for sapena venapax, (brand not provided) (per site reporter). ====================== product was returned to vendor for evaluation.